Manufacturer narrative:
Unable to verify battery cap damage due to pump received without the original battery cap. The pump passed the functional tests, including the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly or sensor connected alert noted. Successfully downloaded history files and traces using thump and carelink. No partial display, stuck button, pump error 23, 25, 49, 68 or 75 alarm during testing. However, pump received with a high sleep current measurement. On the event date of 15-jun-2025 of the daily total collection start time, the daily total of basal insulin delivered = 0.1 u and daily total of bolus insulin delivered = 0 u which is equal to the daily total of all insulin delivered = 0.0 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 15-jun-2025 in the pump history found: pump error 68 alarm on - 06/15/2025 13:41:06.000 and 13:43:30.000, pump error 49 alarm on - 06/15/2025 13:41:06.000, 13:41:17.000, 13:43:30.000 and 13:43:44.000, pump error 23 alarm on - 06/15/2025 13:41:31.000 and 13:44:01.000, pump error 75 alarm on - 06/16/2025 at 09:20:25.000 and pump error 25 alarm on - 06/15/2025 at 17:00:00.000, 21:00:00.000 and 21:42:00.000. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1 and force sensor. Swapping out test boards confirms blank display is isolated to pcba 1. The test p-cap/sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, pillowing keypad overlay, serial number label stained, broken belt clip rails, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Customer returned pump for an alleged "sensor connected" alert, partial display and stuck button not confirmed. Unable to verify customer alleged for high bgs/dka. Pump received with a high sleep current measurement and pump error 23, 25, 49, 68 and 75 alarm confirmed in the pump history due to moisture damage on the pcba 1. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer received pump error 25 (this alarm is generated when a power system error (backup battery fails) is detected, and this error does not prevent the pump from running). The customer received pump error 49 (history pointers failed. The history pointers are corrupted). The customer received pump error 68 (trace pointers are invalid). The customer received pump error 75 (power supply test failed during self-test). The customer reported that the pump and transmitter were not communicating. The customer reported a blood glucose value of 10 mmol/l. The customer experienced hyperglycemia, diabetic ketoacidosis, and was treated with an IV insulin drip and an emergency room visit. The customer experienced hyperglycemia and was treated with manual injection/insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed for the pump error, and the customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed self-test. The customer is not using the quick bolus speed feature on an impacted pump. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was recently stored, without a battery, for more than 8 hours, or an error occurred immediately after the battery change. Troubleshooting was performed for the battery cap damage, and the customer reported battery cap damage. The damage is on the metal contacts. Troubleshooting was performed for the loss of communication, and the pairing was lost as the pump had been without a battery for an extended period of time. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.